Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential noise resulting in an inappropriate shock. After the shock, the patient fell to the ground. This system then subsequently delivered two more inappropriate shocks. All delivered shocks were noted to be in one episode. The device was then subjected to provocative maneuvers in clinic in which noise was able to be reproduced. An x-ray revealed there was possible placement optimization that could be performed. The system was then reprogrammed from the secondary to the primary vector to mitigate further inappropriate therapy. The patient was then hospitalized and continues to be monitored. No additional adverse patient effects were reported.